Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit board, display adapter, and single board computer were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed distorted images and failed to boot up. No report of patient injury.